Event description:
It was reported that this patient underwent a gall bladder procedure and during the post-operative check when they removed the magnet from the device, there was right ventricular (rv) loss of capture. Technical services explained that with right ventricular automatic capture on, the output in the presence of a magnet does increase. Technical services reviewed the device data and rv thresholds have been gradually rising over the last year. The field representative will check the lead and increase the output. At this time, the lead remains in service. No adverse patient effects were reported.